Event description:
I came on shift and was in the patient room after getting report. It was noted that blood tinged effluent was in bag on crrt (continuous renal replacement therapy) machine. The night nurse said it had been like that since starting machine. Ptt (partial prothrombin time) result was called from lab. Heparin was stopped and doctor was paged. He called back promptly and we stopped crrt machine. The clinical nurse manager was notified and clinical engineering came to unit. We left tubing attached to machine with all bags with the bloody effluent. The machine was wrapped in a red biohazard bag and the clinical engineer took the machine away. The lab also called the am cbc which had a significant drop. It was called that blood from chemistry draw after it was spun on machine looked like "tomato soup". Patient was transfused with one unit of prbc and labs redrawn after transfusion. Doctor was also in unit and ordered work-up for possible dic/hemolytic anemia. The patient was started on steroids.